Event description:
Silicone dow corning ruptures right side-so much silicone still left on inside/skin. The new mcghan implant was pulled out of shape causing chronic pain for five years longer with dyspnea. "Dow 1992 - now from silicone mcghan problem dr was from dow corning ruptures." Total disability from this by doctor's 1992 to 2004.